Event description:
It was reported that: "the device feels thicker but flimsier. It seems harder to get through patient's skin and also has issues with it breaking not cleanly or normally." There was no reported patient harm or consequence. They were reported as fine. Associated complaints: 9680794-2024-00500, 9680794-2024-00499, 9680794-2024-00498 and 9680794-2024-00496.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4) to (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the device feels thicker but flimsier. It seems harder to get through patient's skin and also has issues with it breaking not cleanly or normally." There was no reported patient harm or consequence. They were reported as fine. Associated complaints: 9680794-2024-00500, 9680794-2024-00499, 9680794-2024-00498 and 9680794-2024-00496.